Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection with pus at the pod¿s insertion site. The pod was worn on the abdomen for between 36 and 48 hours. The patient's blood glucose rose to 24 mmol/l (432 mg/dl). The patient called the hospital and was prescribed fucidin cream antibiotic (apply 3 times a day) and penicillin tablets (4 times a day).